Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lower cases and ventricular output connector are broken. Analysis also found the battery release, knobs, and ring cover are contaminated. It is noted one side bail cover and side bail were glued to the lower case. One side bail cover is broken, lead flex cover is corroded, battery contacts are compressed, and the battery drawer is broken. (B)(4).

Event description:
It was reported the ventricular 3-pin connector is broken. It was also reported the case is cracked, damaged. The device was returned for repair and calibration. There was no patient involvement indicated.